Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the main lamp did not light up and the emergency light indicator came on due to incorrect installation of the lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source, the spare lamp keeps coming on, after about 45 minutes running the emergency light indicator comes on. The event occurred during the preparation for use. The procedure was unknown. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a lamp malfunctioning and that the customer used a non-olympus lamp on the olympus device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.